Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings: investigation revealed during a review of the black box and cgm history, ¿call service (cs) 215¿ cgm failure warnings were observed. During testing, the ez-prime¿ steps were performed correctly; the pump was unable to pair with a test transmitter due to a ¿cs215¿ cgm failure warning. The pump failed an rf test. The pump¿s cover was removed; intermittent conditions were found to the cgm module due to a cold solder connection to the inter-board gold pin. The battery compartment was also found to be cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed during a review of the black box and cgm history, "all service (cs) 215" cgm failure warnings were observed. The ez-prime's steps were performed correctly; the pump was unable to pair with a test transmitter due to a "cs215" cgm failure warning. The pump failed an rf test. The pump's cover was removed; intermittent conditions were found to the cgm module due to a cold solder connection to the inter-board gold pin. The battery compartment was also found to be cracked below the finger pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 03/04/2016.